Manufacturer narrative:
It was reported that the device was explanted due to pannus and stenosis. The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
It was reported that a (B)(6) female underwent a valve explant after an implant duration of 3 years 8 months. Through follow up with the health care provider, it was learned that the reason for explant was due to prosthetic valve mitral insufficiency and stenosis. Upon review of source documentation, the previously placed prosthetic valve was heavily coated with pannus that reportedly contributed to significant mobility limitations of the leaflets. One of the leaflets appeared calcified. It is unknown from the original mitral valve implant whether or not leaflet and/or chordae sparing technique was used. Because of the significant pannus, the surgeon contemplated which type of valve to use for replacement. It was decided to place another tissue valve, a new 27 mm carpentier-edwards perimount pericardial mitral bioprosthesis (6900) was implanted without difficulty. The patient was transferred to the intensive care unit in satisfactory condition. There were no reported complications.

Manufacturer narrative:
Evaluation summary: customer report of pannus growth was confirmed. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect, and into the orifice. Host tissue fused leaflets together at the commissures. Host tissue restricted mobility in the leaflets and led to stenosis. All three leaflets were received with cut sections that were not returned with the valve. The x-ray demonstrated no calcification and no visible damage to wireform. Method: x-ray. Additional manufacturer narrative evaluation of the device confirmed the reported event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No information was provided to us that indicated there was a device malfunction or quality deficiency. It is likely that patient related factors contributed to this event. No further actions are possible at this time.